Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - (B)(6). G.1 - manufacturing site contact -(B)(6). G.1 - reporting office-(B)(6). H6. Investigation summary: based on the investigation results, the reported issue of erroneous results was confirmed. Investigation results that were performed on the indicated failure mode were the following: based on the complaint trend, defect trend, DHR, risk analysis and service activity review, the complaint was confirmed, and the potential cause was determined to be the alignment. The fse performed alignment activities. The instrument was functioning as expected. No one was harmed or injured, and no patients were diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd facscanto?ii flow cytometer erroneous results were observed on patient samples. The following information was provided by the initial reporter: customer had irregularities with sample results. Customer states cst did however pass.

Event description:
It was reported that while using bd facscanto ii flow cytometer erroneous results were observed on patient samples. The following information was provided by the initial reporter: customer had irregularities with sample results. Customer states cst did however pass.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.